Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, pain, swelling, dentist thinks that he has placed too long implant.